Event description:
New information received notes that the implantable cardioverter defibrillator continue to exhibited t-wave oversensing and also exhibited low amplitude noise. Programming changes were made. The patient was asymptomatic throughout and stable post-reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the implantable cardioverter defibrillator continued to exhibit post-paced t-wave oversensing. No intervention was performed.

Event description:
New information received notes that the implantable cardioverter defibrillator continued to exhibit post-paced t-wave oversensing, as well as post-sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.